Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine right ventricular (rv) lead replacement, the physician noted that the heart wall was immobile. A transesophageal echocardiogram (tee) during the procedure revealed a pericardial effusion. It was noted that the patient remained hemodynamically stable, therefore the procedure was completed. Following pocket closure, another echocardiogram revealed a moderate sized effusion. A pericardial drain was placed and the rv lead remains in use. The patient is a participant in the electrocardiogram (ECG) belt study. No further patient complications have been reported as a result of this event.